Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(4) that an ar-523-b208 ps tibial bearing did not seat during implantation. This was discovered during the case. Another device was used to complete the case with no patient harm.

Manufacturer narrative:
Additional information: one unpackaged ar-523-b208 ps tibial bearing batch number: 579224705 was received for investigation. Visual evaluation of the returned device noted damage to the edges of the device. Further observation noted superficial damage with nicks and scratches. Functional testing was not able to be performed due to the damage to the device. The most likely cause for the reported failure can be attributed to misuse due to use error/mishandling due to the damage to the device. The surgical technique for this device outlines the following steps for implantation of the tibial component: insert the final tibial bearing component into the tibial tray component anteriorly with the articulating surface facing the femoral component. Slide the tibial bearing component posteriorly until the posterior slot on the bearing engages the posterior lip on the tibial tray. Push the anterior edge of the tibial bearing down into the tibial tray component using thumb pressure until it snaps into place. Refer to investigation photos. Complaint allegation is confirmed.